Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the descending colon during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip would not release from the catheter. Reportedly, the clip was pulled out from the scope, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.